Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device found it partially clip deployed and was not in the port activated and retracted condition. This is inconsistent with reported event. The plunger and vessel locator were still in their deployed state with two broken. Locator wings. The clip was present and loaded on the carrier tube. Inspection of the vessel locator determined all of the broken wing material had been returned and all wing attachment points within the vessel locator were intact. There was no detected damage or abnormality with the device, both externally and internally that may have prevented clip deployment or contributed to the partially deployed state of the device. It was not determined why the device was removed from the patient with its vessel locator still deployed, not utilizing the device's safety release mechanisms. Based on the investigation findings, the root cause for the damaged device condition is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. A dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally, and counter-traction with an assertive pull were applied, which released the device from the tissue tract. Although it was reported that the "puncture site was closed no bleeding" the clip remained loaded on the carrier tube of the starclose se device. No adverse patient effects were reported. No additional information was provided.